Event description:
It was reported the patient developed an infection. The patient was treated with antibiotic therapy. The device and leads remain in use. It was noted the patient is part of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an infection. Products: 5086 implantable pacing lead 2013 (B)(6); 6935 implantable tachy lead 2013 (B)(6). (B)(4).